Event description:
During verification testing at the mfg facility, the device did not alarm when a distal occlusion was present.

Manufacturer narrative:
The device was received. Investigation is not completed. The event that is being reported was noted during verification testing: therefore, user facility event codes are not applicable in this case.